Event description:
On or around 10/28/98, the account recieved a false negative result for the hepatitis c virus 2.0 gen. Assay compare to hepatitis c virus polymarase chain reaction and two other serological tests on a donor sample. Ribo-nucleic acid hepatitis c virus: positive; hepatitis c virus 2.0: "d.o" = 0.275, 0.221, cutoff = 0.451. See section b6 for other serological test results.

Event description:
On or around 10/28/98, the account received a false negative result for the hepatitis c virus 2.0 gen. Assay compare to hepatitis c virus polymarase chain and two other serological tests on a donor sample. Ribo-nucleic acid hepatitis c virus: positive; hepatitis c virus 2.0: "d.o" = 0.275, 0.221, cutoff = 0.451.

Event description:
On or around 10/28/98, the account received a false negative result for the hepatitis c virus 2.0 gen. Assay compare to hepatitis c virus polymarase chain reaction and two other serological tests on a donor sample. Ribo-nucleic acid hepatitis c virus: positive; hepatitis c virus 2.0: "d.o" = 0.275, 0.221, cutoff = 0.451. See section b6 for other serological test results.